Manufacturer narrative:
In reviewing the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. Although a device malfunction, procedure was finished as intended without any other medical intervention with the same or equivalent device with no significant delay or complication. The malfunction did not cause or contribute to a serious injury or death and it is not likely to cause or contribute to a serious injury or death if the malfunction were to recur. This event is considered not reportable pursuant to 21 c.f.r. §803.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during treatment, two (2) versajet assy, 45 degree x 14mm, gen ii had a leak within the actual hand piece, and water was shooting out of the handle. Also, another versajet assy, 45 degree x 14mm, gen ii had a very low flow and was vibrating. Treatment was resumed, after a non-significant delay, it is unknown how the treatment was finished. Patient was not harmed as consequence of this problem.